Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. There was no impact to the customer's blood glucose (bg) level. Troubleshooting for this event could not be completed with tandem technical support, as additional information regarding this event was not provided.